Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2020-00290 was sent in error. It was determined that the sample being processed was not a patient sample, therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd facscanto¿ ii the patient sample was contaminated due to foreign matter clogging the instrument. Patient impact was not reported. The sample pattern is bad due to a slight clogging. Fse performed sit and flow cell cleaning, and optical axis alignment as a preventive action. After that, the issue was resolved. It was confirmed that the instrument worked normally. Please confirm the safety check below. Were samples contaminated? Yes. Was testing performed on patient samples intended for clinical use? Yes. Are there erroneous results on patient samples from diagnostic test? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facscanto¿ ii the patient sample was contaminated due to foreign matter clogging the instrument. Patient impact was not reported. The sample pattern is bad due to a slight clogging. Fse performed sit and flow cell cleaning, and optical axis alignment as a preventive action. After that, the issue was resolved. It was confirmed that the instrument worked normally. Please confirm the safety check below. Were samples contaminated? Yes. Was testing performed on patient samples intended for clinical use? Yes. Are there erroneous results on patient samples from diagnostic test? No.